Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is surmised that e224 error occurred intermittently because communication failure due to faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Procedure completed using another device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reportable e224 allegation was confirmed. The customer's non-reportable zoom and white balancing allegation was not confirmed. The device evaluation found the e224 error to be an intermittent problem. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head experienced an e224 scope communication error and the customer was unable to zoom in or white balance the device. The customer cleaned the lens and restarted the device, but the issue persisted. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.